Event description:
Affiliate reported that the patient was put onto an icp monitor and the monitor went from -10 to 40. Another monitor that was serviced was used, and it initially gave values from -99 - 140 then the values stabilized. Both monitors were checked with no faults. Affiliate is requesting to have the sensor checked.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up will be filed.